Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.